Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
The patient was revised to address pain and loosening of the femoral and tibial components at the bone to cement interface. Unknown cement was used. It is unknown when the knee was implanted. The patient says there was no traumatic event, but after opening the knee it was discovered the tibial insert had spun 180 degrees and the tibial insert spine was sheared off. The femur and tibia were removed and they both had cement on their backsides. The patella was retained. During the surgery, it was noticed that the reamer t-handle was stripped and wouldn't hold the reamers properly. All pieces were present. The surgeon believes it would take a severe force to shear the spine off the insert and the poly debris may have caused the component loosening. Doi: unknown; dor: (B)(6) 2019; left knee.